Event description:
It was reported that this right ventricular (rv) lead was explanted due to the lead being contaminated. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to loss of capture (loc). A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: b5. Describe event or problem. H6. Coding.